Event description:
It was reported the housing was damaged. The external pulse generator was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) main printed circuit board is out of specification (device shuts off less than 15 seconds). Lcd (liquid crystal display) is out of specification (gasket seeping out). Battery contacts are compressed. Lead flex cover is broken and battery release is contaminated. Upper and lower cases, ring cover, and two side bail covers are broken. Ring and two side bails are missing.